Event description:
Patient underwent ptca complicated by dissection to the lad questionably related to rupture of balloon. Over 24 hours patient showed increased evidence of cardiac damage and was taken for urgent CABG which revealed hematoma on cardiac over lad area. Patient continued to be unstable. Had a rocky post operative course and eventually expireddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.